Manufacturer narrative:
Evaluation summary: the reported nail was not returned to stryker (B)(4); according to information received the nail was disposed by the hospital. A physical examination could not be carried out as the device was not returned to stryker (B)(4). Moreover, a review of the device history records could not be carried out as the lot code of the reported nail is unknown. Thus, reasonable examination was impossible. Nevertheless, the root cause of the reported event was already stated in the event description: ¿ patient¿s bone has not fused.¿ this is supported by the x-ray dated (B)(6) 2013 on which the nail breakage (unknown gamma3 nail long (right)) was confirmed and which suggests the fracture site being a non-union. Thus, the nail breakage is not linked to a deficiency of the device reported, but is rather related to a non-union of the fracture site after an implantation period of 12 months. No non-conformity was identified. Product not returned.

Event description:
According to add'l information it was not a t2 nail that had broken , but rather an unknown gamma3 long nail (right), which broke due to non-union after approx. 12 months.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
According to add'l information it was not a t2 nail that had broken , but rather an unknown gamma3 long nail (right), which broke due to non-union after approx. 12 months.